Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white crystallized foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
The subject device is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, remnants of white crystallized material were observed within the auxiliary channel. There was no patient or user injury reported due to the event. This report is being submitted for the malfunction found during evaluation (foreign material in auxiliary channel).

Manufacturer narrative:
During inspection and testing, remnants of white crystallized material found within the auxiliary channel were believed to be an infacol (simethicone) type product. In addition, service found the light cover glasses adhesive was worn, light transmission was out of specification, there was fluid invasion in the device, the optical cover glass adhesive was worn, the distal end adhesive was worn, the image was out of alignment, there was a leakage from the instrument channel and the bending angle in up/down/right directions was out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.